Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "we¿ve had an issue with lot # 8344598 exp. 31 dec 2020 not retracting when the button was pushed. I need to know if we have any more of these issues; so we can determine if this is a one time thing or the beginning of an issue."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "we¿ve had an issue with lot # 8344598 exp. 31 dec 2020 not retracting when the button was pushed. I need to know if we have any more of these issues; so we can determine if this is a one time thing or the beginning of an issue."